Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was released to them on the date of this report and would be put in the mail. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 483.6 mcg/ml at 304.15 mcg/day, dilaudid 20 mg/ml at 12.579 mg/day, and clonidine 232.8 mcg/ml at 146.42 mcg/day via an implanted pump for post lumbar laminectomy syndrome and spinal pain. The event/difficulty occurred on (B)(6) 2018 during normal use. The pump alarmed on (B)(6) 2018 but went unnoticed by the patient until (B)(6) 2018 and she was admitted to the emergency room (ER). The pump was interrogated pre-operatively and found to be stalled. The pump logs examined (B)(6) 2018 (last change (B)(6) 2018) showed the pump stalled on (B)(6) 2018 at 08:38 and the ¿stopped pump period may exceed tube set¿ message occurred on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and was in the hospital¿s possession and would be returned. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was 95 kilograms and the patient¿s medical history included chronic pain. Information was also received from a healthcare provider (hcp) who indicated the patient did not recently have a MRI. The patient experienced hypertension, sweating, vomiting, and diarrhea. The change in therapy/symptoms was sudden. The event date was (B)(6) 2018. No further complications were reported/anticipated or expected.